Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an occlusion alert on the insulin infusion set after a supply change; the user performed another supply change, which cleared the alert, and blood glucose was reported to be in range at the time of assistance. Symptoms included no reported adverse physiological effects. Outcomes included resolution of the occlusion alert after replacing supplies, with no escalation of care. Investigation included troubleshooting and education with the user. Investigation of this case revealed an infusion delivery obstruction consistent with an occlusion associated with the infusion set, which resolved after replacement, indicating a transient set-up or set-related issue. It was concluded, based on previously established findings for similar reports, that the cause was likely user technique or infusion set-related factors leading to a temporary occlusion.